Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had two previous revisions and a primary knee prior. Dr. (B)(6) performed previous surgeries. The prior knee revision was the femoral component side only and it was revised, this most recent ((B)(6) 2016) as well. Patient had a fractured patella and pain. Upon exposure it was noted a great deal of metal debris. Further examination of x-ray showed loosening of femoral components. Upon extraction of femoral component it was noted stem was unthreaded partially from femoral component. New implants were placed in femur. This report is for the third revision on (B)(6) 2016. The patient was revised due to loosening. Patella bone fracture was noticed on x-rays prior to revision surgery on (B)(6) 2016.

Manufacturer narrative:
An event regarding loosening involving a tri ts femur sz5 right was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: ¿in this markedly obese patient there is no convincing radiographic or intraoperative evidence of symptomatic loosening of the components. The patellar fracture as a result of direct impact trauma was unrelated to the prosthesis. There is no evidence this patient¿s clinical problems were related to factors of faulty component design, manufacturing or materials.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that based on the medical review, ¿in this markedly obese patient there is no convincing radiographic or intraoperative evidence of symptomatic loosening of the components. The patellar fracture as a result of direct impact trauma was unrelated to the prosthesis. There is no evidence this patient¿s clinical problems were related to factors of faulty component design, manufacturing or materials.¿

Event description:
Patient had two previous revisions and a primary knee prior. Dr. (B)(6) performed previous surgeries. The prior knee revision was the femoral component side only and it was revised, this most recent ((B)(6) 2016) as well. Patient had a fractured patella and pain. Upon exposure it was noted a great deal of metal debris. Further examination of x-ray showed loosening of femoral components. Upon extraction of femoral component it was noted stem was unthreaded partially from femoral component. New implants were placed in femur. This report is for the third revision on (B)(6) 2016. The patient was revised due to loosening. Patella bone fracture was noticed on x-rays prior to revision surgery on (B)(6) 2016.